Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, the implant was inserted into the joint through the cannula, when the implant had entered sufficiently, the cannula was removed, the specialist located the tip of the implant where he wanted to place the first point, introduced the implant in the meniscus, lowered the activator that pushes the first implant (t1) when withdrawing a little to place the second implant (t2) it was evident that t2 did not slide to the tip of the insertion handle so it did not enter the meniscus and that suture point was not held to the meniscus. Surgery was resumed, after a non-significant delay, performing an outside-in technique with ultrabraid suture. No patient complications were reported, patient's health condition is stable.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1 and t2 are still attached to the suture but off the needle. The tail of the suture is still laying underneath the depth straw. The actuator is in the pre-t2 position. A functional evaluation showed that it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery using a fast-fix 360 curved, the implant was inserted into the joint through the cannula, the implant had entered sufficiently and the cannula was removed, the specialist located the tip of the implant where he wanted to place the first point, introduced the implant in the meniscus and lowered the activator that pushes the first implant (t1), but when withdrawing a little to place the second implant (t2), it was evident that t2 did not slide to the tip of the insertion handle, so it did not enter the meniscus and that suture point was not held to the meniscus. Surgery was resumed, after a non-significant delay, performing an outside-in technique with ultrabraid suture. No other complications were reported and patient's health condition is stable.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.